Event description:
Reporter stated that customer received a result of 8.2 mmol/l on the mobile system. The customer had unspecified hypoglycemic symptoms at the time of this result and went to the hospital where they were admitted. At an unknown time later another blood glucose test was run in the hospital from an unspecified device and a result of 1.9 mmol/l was received. It is not known what treatment the customer received or whether they have been released from the hospital. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. On (B)(6) 2014, additional information was provided by the customer.

Event description:
Reporter stated that customer received a result of 8.2 mmol/l on the mobile system. The customer had unspecified hypoglycemic symptoms at the time of this result and went to the hospital where they were admitted. At an unknown time later another blood glucose test was run in the hospital from an unspecified device and a result of 1.9 mmol/l was received. It is not known what treatment the customer received or whether they have been released from the hospital. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation. On (B)(6) 2014, additional information was provided by the customer. Customer obtained a result of 8.2 mmol/l at an unspecified time with symptoms of hypoglycemia. Customer took no action based upon symptoms. At an unspecified time later at her work, she had hypoglycemia unspecified episode and an ambulance was called. She was transported to a hospital where a result of 1.9 mmol/l was obtained on a professional device. Customer stated she received a glucose IV. She was admitted to the hospital for three days, one night in an intensive care unit. Customer current condition reported as "fine".